Event description:
Additional information was received that the patient presented to clinic on (B)(6) 2019 and volume was overloaded. Torsemide was increased to 30 mg. The patient presented to the emergency department on (B)(6) 2019 with worsening lightheadedness and was admitted. During admission, the patient experienced progressive volume overload with renal and liver dysfunction secondary to right ventricular failure. Progressive inotrope and pressor uptitration for right ventricular support was initiated. The patient opted not to pursue rvad and chose to be dnr/dni. The patient expired on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of low flow alarms, a specific cause for these findings could not be conclusively determined through this evaluation. In addition, a specific cause for the reported patient outcome due to right heart failure, concern for device thrombosis, elevated ldh of 1000, renal dysfunction, and liver dysfunction could not be conclusively determined. A direct correlation between these events and heartmate 3 lvas, serial number (B)(4), could not be conclusively established. It was reported that the patient presented to a clinic visit on (B)(6) 2019 with volume overload. Torsemide was increased to 30 mg. The patient then presented to the emergency department on (B)(6) 2019 and was admitted with worsening lightheadedness, dizziness, and syncope. It was also reported that the patient experienced low flow alarms. Evaluation of the submitted log files revealed low flow hazard alarms on (B)(6) 2019, associated with the calculated flow decreasing below the low flow threshold of 2.5 lpm. These alarms lasted up to approximately 16 seconds in duration, and calculated flow values were captured as low as 2.4 lpm. The customer requested low flow software upgrades for the patient¿s controllers. Additional log files revealed that the controller upgrade appeared to have occurred in the morning of (B)(6) 2019, and the calculated flow was not captured below the updated low flow threshold of 2.0 lpm throughout the remainder of the data. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the submitted log files. It was also reported that the right ventricle was found to be enlarged on echo; however, the cause for worsening right ventricular dysfunction was not known. During admission, the patient experienced progressive volume overload with renal and liver dysfunction secondary to right ventricular failure. The patient was treated with progressive inotrope and pressor uptitration for right ventricular support. Further, the patient had an elevated ldh of 1000, and there was concern for lvad thrombus. The patient opted not to pursue an rvad and chose to be ordered do not resuscitate. The patient passed away at 12:31 am on (B)(6) 2019 due to right heart failure. It was reported that the pump was not explanted and would not be returned. There is no product available for investigation. The heartmate 3 lvas IFU lists right heart failure, pump thrombosis, renal dysfunction, and hepatic dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported during log file analysis there were 121 low flow flags. The patient's right ventricle was enlarged on a previous echo. A couple days later, the patient was admitted for low flow alarms and worsening right ventricular dysfunction of unknown cause. The patient's lactate dehydrogenase was greater than 1000 u/l. There was a concern for lvad thrombus. On (B)(6) 2019 the patient expired due to right heart failure. No further information was provided.